Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 14dec2018. Customer reports the oxygen tank has a flow meter at the output. Philips technical support referred customer to pneumatics screen; set oxygen to 100% and pressure of 10 cmh2o with open patient port. The o2 inlet pressure drops from 50.6 to 17- 20 psi. Advised customer the o2 inlet pressure must be maintained between 38 and 88 psi. Customer to locate o2 tank without restrictive flow meter. Also provided service manual rev j + (B)(4). Philips received email correspondence stating the problem has been resolved and the unit was returned to service. The customer also stated that the case may be closed.

Event description:
Customer reported reports oxygen failure when concentration is set to 75% or greater. No patient/user harm reported the unit was not in use. The event date was not specified; estimate used.